Event description:
The customer reported that the unit was "smoking" up the room. The customer stated that they would continue to use the unit. Attempted to follow-up with the customer regarding potential physical complaints related to the reported "smoke", but the customer was not available. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist and exhaust filters. The unit met specifications.